Event description:
It was reported that during a third molar procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay. No medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The technician was able to duplicate the reported event and noted that the driveshaft bearing was damaged.